Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the resistance when the swg inserted into the ars during use on the same patient. The swg was found kinked when withdrawing the swg. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened hemodialysis kit containing a guide wire assembly. Per the report from the customer, this returned sample is representative. It was noted that an arrow raulerson syringe (ars) was not returned. Visual analysis did not reveal any defects or anomalies on the returned guide wire. Visual analysis could not be performed on the actual guide wire or the ars as they were not returned for analysis. The guide wire length measured 684mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.85mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The returned guide wire was inserted through a lab inventory ars/18 ga introducer needle. No resistance was encountered as the guide wire passed completely through the assembly. Performed per the IFU provided with the kit, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire due to ars resistance could not be performed as only representative samples were returned for analysis. Visual analysis did not reveal any defects or anomalies on the returned sample. The returned guide wire also met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined as the actual guide wire/ars involved with this event was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on 13 sep 2024, the doctor found the resistance when the swg inserted into the ars during use on the same patient. The swg was found kinked when withdrawing the swg. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".